Event description:
Device #2 malfunction: suture cover loose. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure under fluoroscopy after an unspecified procedure. The pt required aggressive anticoagulation. The first prostar was inserted but there was no blood from the marker lumen to indicate the device was in the vessel. After several flushes of the device, there still was no blood from the marker lumen. It was found that the suture cover had fallen off. A second prostar device was used with the same results, although the suture cover "slipped off" partially. The arterial lumen was measured under fluoroscopy and was approximately 3 mm. The physician decided not to use the prostar system to close the arteriotomy. The physician felt that the first suture cover fell off and second suture cover became loose due to manipulation of the devices after several flushes of the marker lumen. The physician indicated that the absence of blood return from the marker lumen was due to small arterial size. Hemostasis was achieved by an unk method. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The prostar xl 10fr is being filed under medwatch MFR# 2953144-2008-00156.